Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015, resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2015.